Manufacturer narrative:
Concomitant products: product ID confida; product lot/serial number unknown; product type: guidewire product ID 27 mm mosaic tissue valve; product lot/serial number unknown; product type: heart valve; implant date (B)(6) 2011. Product ID 20 mm true dilation balloon; product lot/serial number unknown; product type: dilation balloon. Product ID evproplus-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted medtronic surgical valve (mosaic), right transfemoral arterial access was used with a medtronic guidewire (confida) while being rapid paced. The valve was loaded by a nurse under supervision of a medtronic employee with no misload observed under fluoroscopy. The valve was deployed in a good position at approximately the fourth node of the valve frame just below the eyelets on the stent post tips of the surgical valve. After deployment, hemodynamics showed a mean gradient of 24 millimeters of mercury (mmhg) and a post implant dilation was performed with a 20 mm non-medtronic balloon (true) under left ventricle rapid pacing. During the first inflation, the balloon slipped towards the ascending aorta. A second inflation was performed and upon inflation, the balloon dislodged the valve into the aorta. A snare was used on the first valve and a second valve loaded. The second valve was implanted deeper across the medtronic surgical valve on the first attempt. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: three media files and four static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The valve was deployed in a failed surgical valve at what appears to be an appropriate depth and did not dislodge upon final release. A post-implant balloon aortic valvuloplasty was performed, which visibly moved the valve towards the aorta. Imaging shows that a second dilatation caused the valve to completely dislodge to the ascending aorta. Subsequently, the dislodged valve was snared, and another valve was successfully implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.